Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 types of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 29 mm navitor vision valve was chosen for implant using an unknown delivery system. The length of the membranous septum was 8mm and the valve was successfully implanted at a depth of 6mm at non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). After the procedure, with in the first 24hrs the patient developed a complete heart block (chb). On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported stable and discharged. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.